Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation; however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the revere 5.5mm dod polyaxial 35mm screw design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Patient underwent original surgery on (B)(6), 2010. Original surgery was an l5-s1 unilateral construct with two signature cages in the l5-s1 disc space. The construct was on the patients right side. Patient underwent revision surgery on (B)(6), 2011 to remove broken screw. There were no reported precipitating events prior to discovery of the breakage. The broken screw was replaced with the exact same size screw. Subsequently a bilateral construct was created on the contra lateral side, using a 5.5x40mm revere screw was placed in l5, and a 5.5x35mm revere screw was placed in s1. The screws were connected with a 45mm curved rod, and a 10cc conduct martix strip was used to help aid in the fusion process.